Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed on a chicken wing-shaped laa containing two stages of tortuosity. Trans-septal puncture was performed inferior to mid-posterior and a watchman truseal access system (was) was positioned. A 24mm watchman laa closure device & delivery system (wds) were used. The device was recaptured after insufficient positioning with the initial deployment. After the second deployment, the curved part of the double curve was sheath was noted to have broken. The deployed device was noted to have met the position, anchor, size, and seal criteria and was therefore released. The was was removed from the patient and it was confirmed that the device was broken. Post-procedure, fluoroscopy images were reviewed to determine the cause of the damage. The axis of the was sheath and device were not coaxial. When the was sheath was moved closer, the tip became stuck at the core wire and screw connection. When the was sheath was brought closer to the surface of the device, it is suspected that a strong tension was applied to the curved part of the double curve sheath, causing it to break.